Event description:
Boston scientific received information that this dependent patient presented to the emergency room for lightheadedness. Upon interrogation of this implantable cardioverter defibrillator (ICD), 2-3 second pauses was observed. Noise was also present on this right ventricular (rv) lead. As a result this patient was to undergo a revision procedure in the near future. No further patient effects were reported.

Manufacturer narrative:
As a result this lead was explanted and successfully replaced. The device was also explanted and the patient received an upgraded device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, analysis did not confirm the field allegations.